Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked belt clip slot and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer states that the reservoir does not sit correctly on the insulin pump which makes it hard for the insulin pump to deliver insulin. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.